Event description:
The customer called to report that he has not used the insulin pump for months due to receiving several alarms. Advised the customer to insert a new battery, and the insulin pump did alarm as the customer mentioned. The customer also reported that the drive support cap was protruding from the case. Offered to replace the insulin pump, but the customer was out of warranty. Warranty options were given. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.